Event description:
It was reported that 5 of the new intermittent catheters and the funnel did not give a straight stream, often splatters, the stream is very slow, dribbles and splashes and created quite the mess when having to use in a toilet as opposed to a urinal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 5 of the new intermittent catheters and the funnel did not give a straight stream, often splatters, the stream is very slow, dribbles and splashes and created quite the mess when having to use in a toilet as opposed to a urinal.